Event description:
Following a radiology/stent placement procedure in 2002, a vasoseal vhd kit size 2 was deployed in both the right and left puncture sites. The physician noted less resistance than he usually experienced when deploying vasoseal. After deploying the collagen in the left groin site and releasing occlusive hold it appeared that the groin site was swelling so firm manual compression was applied to the site. A pressure bandage was then applied to the groin site until the pt was ambulated the next morning. The pt's ankle brachial index had decreased following the procedrue. The pt was discharged from the hosp in 2002. Later the pt complained of pain and discomfort in the left groin area which increased when walking. A digital subtraction angilography was performed which revealed stenosis of the left femoral artery at the area of the arteriotomy. Treatment is planned for december 2002.